Event description:
A customer contacted beckman coulter inc. (Bci) stating that no foam was leaking at the y connector which was cracked in the no foam bottle assembly of the unicel dxc 600 pro synchron chemistry analyzer. No injury or operator exposure was reported for this event.

Manufacturer narrative:
Customer technical support (cts) suggested to the customer to disconnect the tubing connected to the no foam bottle assembly. The customer confirmed ok to run. Cts sent a replacement bottle and no further complaints were made by the customer.